Manufacturer narrative:
Corrected data: b3, d1, d8, d9, g1 and h6.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan received a report of a patient who was treated with coolsculpting and has possibly developed paradoxical hyperplasia. The patient was treated to the entire abdomen and treatments were completed on february 28th.